Event description:
Attempts for the return of the patient's explanted generator have been unsuccessful to date.

Event description:
It was reported that the pt was being referred for prophylactic vns battery replacement because the pt had been experiencing an increase in seizures recently. System diagnostics were performed that did not indicate any errors. A battery life calculation was performed that indicated that the generator was likely not at end of service. Surgery to replace the pt's vns has occurred. Attempts for info on the pt's seizures have been unsuccessful to date. Attempts for the return of the explanted generator are in progress.